Event description:
Procedure: nephrectomy. According to the reporter: the customer reports that the reload could not close on tissue. There was no unanticipated tissue loss, however, there was bleeding over 500ccs. The patient did not need a blood transfusion and current patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instrument was received engaged with the loading unit. The instrument cover tube which encases the shaft was rotated out of alignment and articulation lever was articulated 22 degrees to the right. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the instrument cover tube was reset to its proper position and articulation lever was set to neutral position. The loading unit was unloaded from the instrument without difficulty. The instrument was then loaded with pmv representative loading units. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. During functional evaluation, the loading unit was loaded into the subject instrument. It was observed that the anvil could not be closed completely on the initial clamping stroke. This was an indication that the loading unit anvil was deformed at the clamping feature the interlock was overridden and the instrument and loading unit were applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. The returned devices as received were found not to meet specifications and the reported condition was confirmed. A review of the instrument device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A review of the loading unit device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. Replication of rotated cover tube can occur if the cover tube is forcefully rotated while the instrument shaft is restricted or if an attempt is made to forcefully rotate a loading unit into the instrument prior to fully inserting the loading unit into the shaft. No product enhancements were generated. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.